Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported during a diagnostic endobronchial ultrasound (ebus) procedure, the balloon fell into the patient's lungs that was retrieved by suctioning the balloon and pulled it out of the patient without any complication. After the procedure, the patient was stable and went home. There was no report of patient harm.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00175. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.